Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to engage the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty engaging the set screw.

Event description:
It was reported that the device was not implanted due to the wrench inability to engage the set screw. Several attempts were made before the device was replaced. There were no complications to the patient.